Event description:
It was reported that the device speaker volume was inappropriate. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the speaker volume was very loud and distorted - affected by movement. The customer rec'd a replacement device.